Manufacturer narrative:
The device has been discarded by the manufacturer.

Event description:
It was reported that during testing by the field service technician that the hinge is broken. The broken hinge may result in the housing opening and the non-sterile battery to be exposed to the sterile field. There was no patient involvement, no delay, adverse consequences, or medical intervention.

Event description:
It was reported that during testing by the field service technician that the hinge is broken. The broken hinge may result in the housing opening and the non-sterile battery to be exposed to the sterile field. There was no patient involvement, no delay, adverse consequences, or medical intervention.